Event description:
On inserting fifth screw of 6-hole plate for mandible fracture, screw head broke off. Remainder of screw remains in mandible. Fracture was stabilized. Company notified on 11/18/99 via phone.